Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure; the drill bit broke. It was further reported that there was a 30 minute delay resulting in prolonged anesthesia time and increased blood loss as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure; the drill bit broke. It was further reported that there was a 30 minute delay resulting in prolonged anesthesia time and increased blood loss as a result of this event. It was also reported that the procedure was completed successfully.